Manufacturer narrative:
Fiber was inserted into working channel of ion robot navigational bronchoscopy. Half a treatment was completed and laser was turned off. Physician attempted to reposition laser and tip of laser broke off the fiber. Physician retrieved tip of laser using bronchoscopy. This is default text configured for block h10.

Event description:
Physician attempted to reposition laser and tip of laser broke off the fiber. [Foreign body] physician attempted to reposition laser and tip of laser broke off the fiber [device breakage]. Case narrative: case number (B)(4) is a spontaneous report received from a physician via medical information department (advanz pharma) (reference ID: (B)(4) on 04-apr-2025. This report refers 67-year-old elderly male patient who had foreign body and device breakage (physician attempted to reposition laser and tip of laser broke off the fiber) following treatment with photofrin, and optiguide fiber optic diffuser (pb225). The patient's medical history, historical medication, concurrent condition, and concomitant medication were not reported. It was reported that fiber (pb225) was inserted into working channel of ion robot navigational bronchoscopy. Half of the treatment was completed, and laser was turned off. Physician attempted to reposition laser and tip of laser broke off the fiber (pb225), (batch no: di24045, expiry date: sep-2029). Physician retrieved tip of laser using bronchoscopy. Sample was not available as fiber kept by risk management department. Upon follow up, complaint analysis was received. There was no fiber available for analysis. A few pictures were sent. Possible causes: drawing any conclusions without the failed fiber to examine was purely speculative on investigation part. But, based on the images attached, the failure point seemed to be at the fiber to polycarbonate housing junction. As a precautionary course of action, lp would review and retrain operators per the current production process to ensure all steps are executed correctly, including cleaning procedures, application of epoxy, testing, and inspection. From a user perspective it was suggested that the customer review the IFU for proper instruction, usage, and warnings regarding the application of the device. Laser peripherals strives to meet all customer's expectations and needs through 100% testing of product before it leaves the manufacturing facility. They constantly tried to maintain an adherence to quality and the safety and efficacy of our products. They understand the inconvenience and difficulties that problems in the field could cause. They were taking steps to improve processes. At the time of this report, the outcome of the events foreign body and device breakage were unknown. Action taken with photofrin was unknown. De-challenge and rechallenge results were not applicable with respect to photofrin. This case is considered to be serious due to seriousness criteria other medically important condition for events foreign body and device breakage. The reporter considered the events foreign body and device breakage to be possibly related to optiguide fiber optic diffuser, while unlikely related to photofrin. Consent to follow up with the reporter was denied. Follow up information was received on 16-apr-2025 with reference ID: (B)(4). Additional information included: patient gender (male) and age (67 years), expiry date (sep-2029) for device and reference ID were added, narrative amended accordingly. Query response was received on 18-apr-2025 from medical information department. Confirmation received no information about the consent of the patient to be recontacted. This case was actually transmitted to usfda on 22-apr-2025, however due to technical issues transmission via database was not successful. Hence, as per our bcp, xml was shared via email to usfda already. Now as per request from usfda currently, post resolving the technical issue, this case was retransmitted to usfda for positive acknowledgements. Follow-up information was received on 30-may-2025 with complaint analysis and response (FDA reference (B)(4). Additional information received: complaint possible cause and conclusion were added. Reference number added. Narrative incorporated accordingly. This report is being submitted in response to CAPA provided for the 483 during the recent inspection by usfda. Case comments: the case is assessed as serious and unlisted as per the company rsi. The company considered the events of foreign body and device breakage to be unlikely related to photofrin (porfimer sodium), as per the who causality classification system, as events were reported with optiguide fiber optic diffuser. The case is assessed as serious and unlisted as per the company rsi. The company considered the events of device breakage and foreign body to be possibly related to optiguide fiber optic diffuser, as per the who causality classification system, as the contributory role of the device cannot be excluded in view of the plausible temporal association. The incident occurred when the physician attempted to reposition the laser, resulting in the tip of the fiber breaking off. The broken tip was successfully retrieved bronchoscopically, and the fiber was retained. As per the pqc investigation report, the failure point seemed to be at the fiber to polycarbonate housing junction and the company would retrain operators per the current production process to ensure all steps are executed correctly, including cleaning procedures, application of epoxy, testing, and inspection. Based on the available information, there is a potential to cause serious injury if the incidents were to recur.